Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 60mg/dl. Low bg cause was not known. Reportedly, the customer had decreased level of consciousness but was able to address the issue on their own without any medical intervention. Customer did not provide any additional information regarding this event.